Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to discharge while using internal paddles. Complainant indicated that there was no adverse effect to the patient due to the reported issue.

Manufacturer narrative:
The customer was contacted for the return of the suspect device. The customer's biomed cleared the device. The device will not be returned to zoll for evaluation.